Event description:
Customer states the chair left her father stranded becausse it shut down on him on (B)(6). Customer contacted dealer to order the parts but customer has not received a response from the dealer.